Manufacturer narrative:
The device was discarded by the hosp so device failure confirmation is not possible. Each device is tested for tightness during the production process according to basic operational procedure (bop) 7517. The test is carried out at 1 bar (about 14 psi) for a time period of 75 minutes at a flow of 8 1/minute. During this time the device is checked for leakage. No corrective or preventive actions have been implemented. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. No further investigation will be performed. The product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k) k101153.

Event description:
It was reported that just after placing the set on the pt, blood leakage was noticed at the lowest part of the device. The leak appeared to be located between the centrifugal pump and the oxygenator. After 15 to 30 minutes, the leak stopped and the decision was made not to replace the set. On (B)(6) 2015, the set is still connected to the pt. No reported pt effect. Additional info received on 5 february 2015: blood loss "approx 20 - 30 cc." (B)(4).